Event description:
Kimberly-clark received a report from (B)(6), stating, "the wires of the anchor set broke during a regular endoscopic placement." The procedure was completed using another manufacturer's kit. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
Based on the lot number provided, the device history record was reviewed and documented that the product lot met all manufacturing specifications. The reported device was not returned to kimberly-clark for analysis. The root cause of this reported event could not be determined; however, information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.